Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it without further issues. The customer was advised to call back if the malfunction reoccurred and was informed it was safe to continue using the pump.